Manufacturer narrative:
The devices with issue of debris identified at this time for (B)(6) hospital inc. Are captured in medwatches as below: patient identifier model number serial number (B)(6) pcf-h190dl (B)(4). (B)(6) pcf-h190dl (B)(4). (B)(6) pcf-h190dl (B)(4). (B)(6) gif-hq190 (B)(4). (B)(6) pcf-h190dl (B)(4). This medwatch is for patient identifier: (B)(6). Subsequently, the facility cleaned and reprocessed the device, ensuring there is no longer any issue of debris. The device is therefore not being returned; as such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. An olympus endoscopy support specialist (ess) performed a reprocessing in-service at the facility. Below is the information provided from the in-service. During reprocessing in-service it was observed that the customer does not test the leak tester prior to use. Customer does not take the entire scope out of the water before disconnecting the leak tester. They just remove the scope connector. The customer uses the channel opening cleaning brush prior to using the channel cleaning brush. The brushing is done in the incorrect order. The customer used third party brushes from boston scientific (hedgehog). The customer does not use the suction cleaning adapter. The customer also does not wipe the scope down after the flushing with detergent solution and does not let it soak for the detergent manufacturer's recommended time. The scope does not soak at all and goes directly into the rinse sink. The customer uses pure detergent. The customer uses the scope buddy for flushing and the evotech automatic endoscopy reprocessor (aer). Ess reviewed cleaning, disinfection, and sterilization process and documented the information that was reviewed. Manager was provided with a copy of the documentation forms via email. Customer was provided with posters and websites for reprocessing videos. Customer was advised to follow all validated reprocessing methods listed in the reprocessing instructions for use.

Event description:
As reported for this event by the customer, concern was raised for the reprocessing at the facility after multiple devices were inspected with a borescope.upon inspection with a borescope debris was found in the device. There is no harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to update d8, and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the user¿s understanding differed from olympus recommendation in scope handling and/or reprocessing steps. The user¿s reprocessing steps deviated from the instructions for use (IFU) as follows: - they do not test the leak tester before use. "5.4 leakage testing of the endoscope when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." - they do not remove the scope from water prior to detaching the leak tester from the scope. The scope connector is the only part removed from the water. The steps for leakage testing detailed at ¿5.4 leakage testing of the endoscope. Remove the endoscope from the water with the leakage tester still attached." - they do not follow the correct brushing order during manual cleaning. The brushing steps are detailed at ¿5.5 manually cleaning the endoscope and accessories brush the channels¿. - they do not use mh-856. ¿5.2 preparing the equipment for reprocessing¿ states on suction cleaning adapter (mh-856). - they do not wipe the scope down after flushing with detergent solution and do not let it soak for the detergent manufacturer's recommended time. "Dry external surfaces: dry the external surfaces of the endoscope, the channel plug, the injection tube, and the auxiliary water tube by wiping with clean lint-free cloths." "5.5 manually cleaning the endoscope and accessories fill a clean, large basin with the detergent solution at the temperature and concentration recommended by the detergent manufacturer." - the scope is not soaked and goes directly into the rinse sink. "5.5 manually cleaning the endoscope and accessories fill a clean, large basin with the detergent solution at the temperature and concentration recommended by the detergent manufacturer." Olympus will continue to monitor field performance for this device.